Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Excel 23 khz standard tip was broken twice during surgery. Add'l info received on (B)(6) 2010, indicated that the event lead to a significant increase of surgery time: 2 times for 15 minutes. There are no pt injury or death alleged. The type of procedure being performed was an extended right hemihepatectomy. Add'l clinical info was requested however, there is not pt info available. The tips were disposed of.